Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation flow: damage. Visual inspection: the holding sleeve with locking device (part # 03.010.112/ lot # 5304924) was received at us cq. The device was in good shape and showed no evidence of device breakage. The device was able to be disassembled and re-assembled, all components were present. There does not appear to be any damage that would harm the functionality of the device. The complaint was not confirmed. Device failure/defect identified? No defect could be identified during inspection of the device. Conclusion: the overall complaint was not confirmed for the received holding sleeve with locking device (part # 03.010.112/ lot # 5304924) as there was no evidence of device breakage. No defect could be identified during the inspection of the device. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the investigation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot part # 03.010.112. Synthes lot # 5304924. Supplier lot # na. Release to warehouse date: oct 30, 2006. Manufactured by synthes brandywine. No ncr's were generated during production. Device history review. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a synthes employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, during routine incoming inspection, it was observed that the holding sleeve was broken. There was no known patient or hospital involvement. This complaint involves one (1) device. This is 1 of 1 for report (B)(4).